Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 924256, lot# 082224017a, implanted: (B)(6) 2017, product type accessory. Product ID 924256, lot# 082224017a, implanted: (B)(6) 2017, product type: accessory. Product ID 3389-28, lot# va1j9sb, product type lead. Product ID 3389-28 ,lot# va1j9sb, product type lead.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that in each of two burr hole cover package there was one screw with a blunt tip, instead of sharp tips on all of the screws. The screws were not attachable to the patient's skull. The surgeon tried to attach the screws with the screwdriver from the packages, but one screw from each package didn't attach to the bone from each package. When the screws didn't attach, the surgeon inspected them and found them to have a blunt tip. The surgeon used screws from another manufacturer to resolve the issue. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 924256, lot# 082224017a, implanted: (B)(6) 2017, product type: accessory; product ID: 924256, lot# 082217917a, implanted: (B)(6) 2017, product type: accessory; product ID: 3389-28, lot# va1j9sb, product type: lead; product ID: 3389-28, lot# va1j9sb, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The lot numbers of one of the affected screws was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.